Event description:
Rptr stated, "6632-1-711 insert didn't fit on base plate. Uncemented medium size base plate was used. Next same sized insert fitted on the base plate." There was no adverse consequence for the pt or delay in surgery or anesthesia time.